Event description:
The customer reported that while the iabp was in use on a patient, the iabp displayed "optical sensor needs calibration" on the screen. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative did not find any error codes in fault log. He was unable to duplicate the reported problem. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).